Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test and manual prime per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigmpump. Conclusion: reservoir does not leak and is not occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced low blood glucose and emergency medical services were called on (B)(6) 2020 with the blood glucose of 65 mg/dl. The customer's current blood glucose was 142 mg/dl. The customer stated she had two episodes of low blood glucose she passed out. The customer stated that she went so low that she drove car and got lost and the police were called emergency medical service came out. The customer was treated with the glucose tablets and glucagon. The customer was alleging that the insulin pump was over delivering, due to low blood glucose event. The customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump and reservoir will be returned for analysis.